Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump is not showing that patient has given themselves insulin and their blood glucose (bg) is not showing when it was downloaded in diasend. The reporter claims that the patient gave themselves boluses based on their bg/ ez carb but some information are missing in the downloaded data. They can¿t understand why the bg records, boluses, carbs taken are not showing in the pump and diasend. For example, on may 12, only 1 bolus on the pump showed 6.6u completed ez carb for the whole day. This showed on the diasend too. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump boots to the verify screen with audible and vibratory features. Pump successfully completed a 24hr duration test. A 10u audio bolus, 10u normal bolus and an ezcarb bolus were successfully completed and accurately recorded in pump history. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.